Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -5.00/1.00/106 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The patient experienced refractive surprise. Lens remains implanted. The cause of the event was reported as unknown. The problem is not resolved.

Manufacturer narrative:
Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).